Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device associated with this report was returned to depuy synthes for evaluation. On visual analysis, the device comes in used condition. The suction tube shows saline residues. The active tip did not showed signs of activation. The cable, connector and pins are in good condition. On functional test, the device was connected to the test generator, the electrode was immediately recognized. On hand function mode, the ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The function mode was changed to foot pedal mode. The ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The overall complaint was unconfirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would not contribute to the complained device issue. Based on the investigation findings, a potential root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the device connector was not fully inserted into the generator's socket, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported by the distributor in brazil that during an unspecified surgical procedure on an unknown date the electrode vapr coolpulse 90 electrode with hand controls device had poor cable contact. It was unknown if there was a delay to the procedure or if a spare device was available for use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that vapr clplse90 electrode w hand cntrls is being connected to a generator, however the device is not recognized by the generator. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, multiple factors can be associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI: (B)(4).